Event description:
An 8.5mm medullary reamer head broke apart while reaming inside the tibia. Breakage resulted in or time being extended. C-arm confirmed three pieces in the canal. One was retrieved, two pieces remain in the tibia and will not be removed.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.